Manufacturer narrative:
Failure event observed during analysis. External insulation abrasion was noted at 22.7-23.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.